Manufacturer narrative:
Section d9: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 11v backup battery. On (B)(6) 2025 at 03:52:26, the log file captured active backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. On (B)(6) 2025 at 10:53:43, the alarms briefly resolved when backup battery memory tag and circuit faults activated. This sequence of events is consistent with the reported backup battery exchange. On (B)(6) 2025 at 10:53:47, the backup battery memory tag and circuit faults cleared, and the backup battery fault alarms reactivated for the remainder of the log file. On (B)(6) 2025 at 11:18:38, the driveline was disconnected and shortly after both power cables were disconnected. This sequence of events is consistent with a system controller exchange. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The retuned backup battery, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated the backup battery was exchanged but did not resolve the alarms. Multiple attempts were made to obtain additional information regarding if the system controller exchange resolved the alarms; however, no additional information was provided and to date. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Device history records were reviewed and showed the backup battery, serial number (B)(6), as a component of heartmate 3 system controller, serial number (B)(6). Both were made in accordance with manufacturing and qa specifications. The system controller and backup battery were shipped to the customer on 25apr2023. The device history record was reviewed for the heartmate 11v backup battery, serial number (B)(6). The battery was inspected and accepted into storage on 14oct2024. The heartmate 3 instructions for use, rev. A was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook, rev. D was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. The emergency backup battery (ebb) was replaced but the alarm did not resolve. Log files confirmed backup battery fault alarms on (B)(6) 2025 due to the ebb failing the load test. The log files ended with a driveline disconnect and pump stop that appeared to be due to the system controller being exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.